Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. -upon visual inspection, it was noted that the drive geometry of the distal tip of the 3.0mm hex driver, was broken and twisted. No broken pieces were returned for investigation. -functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head per the last user.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver tip of the device broke off while inserting peripheral screws into the baseplate. The metal tip was easily removed from the screw and discarded. This was discovered during the case. Another device was used to complete the case with no patient harm.